Manufacturer narrative:
A review of the part history file associated with the multitest swabs included in the aptima multitest swab kit (ln: 931499) confirmed that the swabs successfully passed inspection specifications. Hologic has not been informed of any adverse outcomes related to this issue. A supplier corrective action request (scar) has been issued to the supplier of the swabs (puritan medical products company, llc). H3 other text : other

Event description:
On (B)(6), 2026, a customer from netherlands reported to hologic that on (B)(6),2026, the tip of a swab, included in the aptima multitest specimen collection kit (lot number: 931499) detached from the swab shaft during specimen collection. No further information was provided to hologic. Hologic has not learned of any adverse outcomes related to this event.